Event description:
It was reported that externalized conductors were observed. There was an occlusion over a considerable length in the vein. The physician felt it was a high risk to explant the lead. Lead functionality was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.